Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was not able to ingest the capsule after 3 attempts. The capsule was discarded. No other capsule was used to complete the procedure. There was no patient and user harm.